Manufacturer narrative:
Date of event: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) 15.0 diopter was explanted from the patient¿s right eye due to the diopter was not strong enough. The iol was replaced with model zcb00 16.5 diopter. There were no complications such as capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on, 02/19/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens is cut in two pieces and missing a haptic. The conditions of the lens returned does not allow for further diopter analysis. The reported complaint cannot be confirmed to be associated to the lens manufacturing process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.